Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt expired; the cause and date of death was unk. Per the funeral home, the cause of death was believed to be natural and unrelated to the device.